Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported finding the pen needles to clog within this box about 4 pen needles- consumer does not prime the pen needles. Found clog during injection of (B)(4) units this morning. Does not reuse. Informed consumer of non patient placement lot #: 9330064 catalog#: 320119 date of event: 07/24/2020

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported finding the pen needles to clog within this box about 4 pen needles, consumer does not prime the pen needles. Found clog during injection of 45 units this morning. Does not reuse. Informed consumer of non patient placement. Lot #: 9330064, catalog#: 320119, date of event: (B)(6) 2020.